Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to (B)(4) units (3.0 ml) of insulin.

Event description:
It was reported that a minimum fill notification occurred. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer overfilled the cartridge. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.